Event description:
It was reported that following an implantable pulse generator (ipg) upgrade procedure, the patient had sinus issues. The patient was placed on antibiotics which resulted in a yeast infection. The patient believed that the sinus infection was a side effect of him being on his face for so long during the surgery. No further information could be obtained. Additional information was received that the patients sinus issues started before the spinal cord stimulator (scs) implant procedure.

Event description:
It was reported that following an implantable pulse generator (ipg) upgrade procedure, the patient had sinus issues. The patient was placed on antibiotics which resulted in a yeast infection. The patient believed that the sinus infection was a side effect of him being on his face for so long during the surgery. No further information could be obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a few days after the date of implant.